Event description:
Small burn noted beneath right breast following left modified radical mastectomy & right simple mastectomy & bilat tissue expanders. Unconfirmed report that surgeon laid esu pencil on pt. Unprotected during surgery, malfunction noted in esu - power output fluctuation not considered contributory. Pencil & other disposables not recovered.